Event description:
It was reported by the doctor that a filter was placed in a paralyzed pt with a history of dvt prior to surgery for debridement of a decubitus ulcers in the sacrum. Five weeks after filter implant, the pt returned for routine filter removal, as it was no longer needed. The filter could not be removed because two arms on the left and two arms on the right had perforated the cava wall by 1 cm. This was confirmed on CT. The filter remains implanted and pt is fine.

Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. This is the first event reported for this lot number. The filter was not returned for evaluation, as it remains implanted. The results of this investigation are inconclusive and the definitive root cause is unk. The IFU for this device states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to perforation or other acute or chronic damage of the ivc wall.